Manufacturer narrative:
Correction: report source: (B)(6) should have been selected for other on the initial report. Correction: usage of device: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the adhesive of the objective lens was peeled off due to deterioration or breakage of the adhesive due to chemical/physical stress. Additional evaluation findings are as follows: 1.) Insufficient angulation; 2.) Adhesive of distal end defects; 3.) Connector defects; 4.) Control body defects; 5.) Image sensor pixel error; 6.) Air/water leakage from the insertion tube/bending section; 7.) Air/water leakage from the connector. The investigation is ongoing and the definitive root cause of the peeled adhesive cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model lft-s190-10, endoeye flex defectable videoscope to olympus for repair due to a report of an air/water leak from the insertion tube/bending section. Upon inspection and testing of the returned device, it was found that the adhesive of the distal end (objective lens/light guide lens) was peeling due to deterioration or breakage of the adhesive. There was no patient injury, associated with the problem, reported to olympus.